Event description:
It was reported the image of the bronchovideoscope was abnormal. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image had vertical lines. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed there were vertical lines on the image. The cause of the malfunction was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.